Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use amphirion deep balloon for patient treatment. A non-medtronic inflation device was used with hep saline. Device was prepped per the IFU. It was reported that a balloon burst occurred at rbp15 during first inflation. The device was safely removed from patient. There was no patient symptom and no planned medical surgical intervention needed for the patient. Another amphirion deep pta balloon was used to complete the procedure. No patient injury reported.